Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including coronary heart disease, hypertension, diabetes, atrial fibrillation, chornic lung disease, renal insufficiency, reflux esophagitis, heart failure, cpt, intra-aortic balloon pump, congenital heart disease, hypertrophic cardiomyopathy, dilated cardiomyopathy, alcoholic cardiomyopathy, malignant tumor surgery, permanent pacemaker, intra-cardiac device, prior cardiac percutaneous intervention, prior open heart surgery. Complications reported included death, heart failure hospitalization, recurrent mr, single leaflet device attachment, conversion to surgical intervention, pericardial effusion; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. The additional malfunction and death referenced in b5 will be filed under separate medwatch report numbers. B3: the event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: anatomical suitability and clinical outcomes of transcatheter edge-to-edge repair in chinese patients with significant mitral regurgitation: a real-world echocardiographic study.

Event description:
The article "anatomical suitability and clinical outcomes of transcatheter edge-to-edge repair in chinese patients with significant mitral regurgitation: a real-world echocardiographic study" was reviewed. The article presented a retrospective single center study, to evaluate the anatomical suitability and clinical efficacy of mitral valve transcatheter edge to edge repair (m teer) in chinese patients with moderate to severe or severe mitral regurgitation (mr). Devices mentioned include mitraclip. The article concluded that m teer success rates in chinese patients are comparable to western countries, but further research is needed to explore potential ethnic differences. [The primary author and corresponding author was professor xiangbin pan at national center for cardiovascular disease, china & fuwai hospital, chinese academy of medical sciences & peking union medical college, beijing, china with corresponding email *panxiangbin@fuwaihospital.org*.] The time frame of the study was january 2021 to february 2024. Say not confirmed or reported if applicable. A total of 481 patients were included in this study, with 48% (205) of those receiving m-teer. Of which x received an abbott device. The average age was 68.81 years, majority gender was male. Comorbidities included coronary heart disease, hypertension, diabetes, atrial fibrillation, chornic lung disease, renal insufficiency, reflux esophagitis, heart failure, cpt, intra-aortic balloon pump, congenital heart disease, hypertrophic cardiomyopathy, dilated cardiomyopathy, alcoholic cardiomyopathy, malignant tumor surgery, permanent pacemaker, intra-cardiac device, prior cardiac percutaneous intervention, prior open heart surgery. Peri and post-procedural complications included death, heart failure hospitalization, recurrent mr, single leaflet device attachment, conversion to surgical intervention, pericardial effusion.